Event description:
Information was received from a patient via a manufacturer representative on 2023-01-15 regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller reported that the patient was unable to increase the stimulation. The caller indicated that the patient was reprogrammed on (B)(6) 2023. The patient did not have any problems with therapy on that day or the (B)(6)2023. The caller stated that during the programming session completed on (B)(6) 2023 the active electrodes were not changed. Yesterday the patient went through airport security and the patient needed to go through a different scanning system (the rep did not have details about what that system was). The patient indicated that following the security screening the patient was experiencing anterior rib and abdomen stim. The patient reported that they can decrease the stim but are unable to increase the stimulation. The patient wanted to increase to 10ma because that was their baseline. The caller indicated that the patient had the stim off all night because he couldn't sleep with stimulation on and was now having pain in legs and back returning. The caller was not with the patient. Tss reviewed information. The caller will follow-up with the patient. Additional information was received from the rep on 2023-01-19. The rep clarified that the pt said the issue of increasing the stimulation only occurred after going through the security screeners. Cause was unknown. The patient was educated to turn off the stimulation until he returned from florida and then they can meet with the rep to interrogate the stimulator. The patient contacted the rep on tuesday (B)(6) 2023 to advise that he turned on stimulation after 1 day of being completely off and the pt was no longer having increased stimulation issues and the issues were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.